Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)..

Event description:
It was reported that the implantable pulse generator (ipg) showed a "quoted longevity of zero, amp hours at zero and the battery voltage was 2.75 volts, however, elective replacement indicator (eri) is at 2.6 volts." It was noted the ipg had went into eri a few months prior and unexpected battery longevity was observed. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.